Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 73 mg/dl, hi (result > 600 mg/dl), 76 mg/dl and 83 mg/dl. Customer took a "sugar pill" after the 73 mg/dl result. No symptoms reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer has used all of the remaining strips. There are no remaining strips to return. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.